Event description:
During the beginning of the surgical procedure the monopolar curved scissors instrument was smoking. The instrument was immediately removed and replaced with a different type of instrument to complete the planned surgicl procedure. It was also reported that there was a visible indication of melting of the outer shaft near the tip of the instrument. No patient harm, adverse outcome or injury was reported.